Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. There was no indication of a performance issue with the analyzer or reagent. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable total psa elecsys e2g 300 results from the cobas 8000 e 801 module. The initial result was 100 ng/ml with a data flag and the rerun result, from an automatic dilution of 1:50, was 36.8 ng/ml. The rerun result was reported outside the laboratory and questioned by the physician as the result did not match the patient's history of being around 900 ng/ml. The laboratory repeated the sample on (B)(6) 2019. The rerun results were 100 ng/ml with a data flag and from an automatic dilution of 1:50, 1269 ng/ml. The reagent lot number was 409520 with an expiration date of 30-sep-2020.